Event description:
Received information regarding an incident in (B)(6). A consumer allegedly died when their clothing was caught on a protruding metal bar at the end of his bed.

Manufacturer narrative:
No RMA has been initiated for this issue. The model of the hendicare bed is unknown. The serial number/date code is unknown. The age of the bed is unknown. The hendicare bed is manufactured and marketed in (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition includes epilepsy and cerebral palsy. It appears that the caregiver had to feed the consumer which indicates a high degree of individual nursing care. The consumers medication regimen is unknown . The consumer was (B)(6). His weight and height are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Photos show that the bed rails are in tact. There were no visible defects with the bed rails. According to the coroners report, the consumer expired due to compression of the neck consequent on hanging from the bed rail. The consumer was not found in any of the 7 identifiable entrapment zones provided by the FDA guidance. The rails on the bed are not marketed in the united states, but "may be" similar to those marketed in the united states. Therefore, this MDR is being file.